Manufacturer narrative:
Neither the device nor any imaging was provided for evaluation. Possible causes include excessive patient loading or insufficient tightening of implants; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was done due to a possible infection and resulting screw loosening and loose locking caps, post-operatively.